Event description:
Transection of vascular access catheter. Port and approx 2 inches of catheter removed through pocket on 2/14/95. Percutaneous retrieval of distal fragment (in right atrium) via right common femoral vein on 2/14/95; tip of catheter near ra/ivc junction.